Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on several conductors and both the inner and outer tubing was kinked/buckled. There was a breached cut on the outer insulation and outer tubing overlay. The helix was distorted/bent, there was blood in/on the helix mechanism, the shaft seal was out of position, and there was apparent explant damage. (B)(4): the full lead was returned and analyzed with no anomalies found. The outer insulation was kinked/buckled, had cosmetic environmental stress cracking, and a breached but. There was blood in/on the helix mechanism, the lead was stretched, and there was apparent explant damage.

Event description:
It was reported that the patient received inappropriate shocks secondary to twiddler's syndrome. The leads were pulled back and had no capture due to twiddling. The right atrial and right ventricular leads were explanted and replaced. No further patient complications have been reported as a result of this event.